Event description:
The pt reportedly experienced no lock between the external equipment and the cochlear implant. In 2007, the pt was seen by a company representative for device evaluation. Testing performed confirmed the device was no longer functioning. Surgery to explant the pt's device has been scheduled.